Manufacturer narrative:
(B)(4). Device manufactured date: 07/22/2016 - 07/29/2016. The device was received for evaluation. A visual inspection was performed and identified a missing minicap from the packaging. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted..

Event description:
It was reported that a minicap sponge was missing from the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.